Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the reported issue, to resolve the issue, the stm replaced the batteries . The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. In addition, stm replaced safety disk due to hours.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shuts down every 30 minutes. The customer swapped the unit out to another iabp without incident. There was no harm or injury to the patient and no adverse event was reported. .

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shuts down every 30 minutes. The customer swapped the unit out to another iabp without incident. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that while walking the patient during therapy, the cs300 intra-aortic balloon pump (iabp) shuts down every 30 minutes. The customer swapped the unit out to another iabp without incident. There was no harm or injury to the patient and no adverse event was reported.